Event description:
Patient was undergoing a repair of an aortic aneurysm using a modular bifurcated graft with single contralateral docking limb. Perclose devices were deployed to close the femoral sites. However, multiple devices from the same batch failed to deploy correctly. The patient subsequently underwent a endarterectomy of the left and right common femoral and profunda femoral arteries and repair with bovine patch. All perclose devices from the same batch number were removed from the hospital stock and reported to the manufacturer. Six perclose devices were deployed in total with success.